Event description:
It was reported that the lead was oversensing with manipulations without any impedance variations or out of range measurements. It was further reported that there was intermittent oversensing of far-field r-waves. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the ICD device showed the lead impedance trends were stable. The full lead was returned and analyzed; outer insulation breached depression found. Blood present in/on the helix mechanism and blood in/on the proximal conductor. Cosmetic depression found on the outer insulation.